Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A surgeon reported he has observed anterior lens cell growth following intraocular lens (iol) implants for about a year. He stated that he sees this in about ninety percent of his pts at one month after surgery with no impact to the pts. There was, however, one pt that had to have a yag capsulotomy in order to regain vision. Additional information has been requested.